Manufacturer narrative:
As part of the investigation an evaluation of the device, review of the device history record (DHR), and review of the instructions for use (IFU) were conducted. The device evaluation found the pink rubber on the probe unit had a deep cut. The control knob was found to be loose. There was also wear and tear on the device body. The device was repaired and the necessary parts replaced. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause was not established. It is possible the acoustic lens was damaged and caused scratches to the bending rubber. The IFU contains the following statement: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities." Olympus will continue to monitor the field performance of this device.

Event description:
It was initially reported that the cover on the transducer of an ultrasonic gastrovideoscope needed to be changed. The customer reported the scope needed to be resealed at the distal tip. This event was discovered during reprocessing. No patient involvement or impact to patient care was reported for this event. During evaluation of the returned device by the manufacturer, it was discovered there was a deep cut on the pink rubber of the probe unit.